Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A1, a3b, a4, a5: patient ID, gender, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for (band aid brand breathable bandages (B)(4)). Device is not distributed in the united states but is similar to device marketed in the USA (bab sheer 1inx3in (B)(4)), lot#220903. D4: 510(k) exempt device I complaint: UDI not required: (B)(4). Upc = 916999000713. Expiration date= 250831. Lot number = 220903. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed at this time; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: health effect clinical code: e0402 also refers to consumer alleged about " allergic (subsumed pruritus). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a consumer went to a hospital in china to buy a breathable bandage due to a finger injury. The consumer developed pruritus at the finger fitting site of fingers about 2 hours after applying the bandage to the wound. After consulting with the a health care professional, the consumer wiped the affected site with ethyl alcohol and then applied a prescription of mometasone furoate cream to the allergic site. Half an hour later, the patient was recovering without pruritus.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H2, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on sep-03-2022. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow- up medwatch will be filed as appropriate.